Event description:
It was reported the patient and the hcp were unable to get programmer and recharger to communicate with the implant. The patient's device had been off for 2 months. The patient additionally reported she has had new pain in her lower back and groin area for 3 months. No known accident or incident was related to the event. No further outcome was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.